Event description:
The device has been explanted.

Event description:
Patient reported left "recent left sided pain mastitis" and "some peri implant collection inferomedially". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., g.3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported left "recent left sided pain mastitis" and "some peri implant collection inferomedially". The device remains implanted.